Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 25-aug-2017. The regional service center (rsc) service log review revealed a cylinder valve closed alarm, consistent with the reported red cylinder icon on the device screen and the reported event timing. Although the cylinder closed alarm was found in the service log while at the customer, this alarm was not reproduced during servicing. The service log does not confirm the reported "delivery failure" as would be indicated by the red x on the screen. It is believed that the red x the customer experienced was in reference to the cylinder valve closed alarm and not a delivery failure alarm. In regards to the customer's comment, "oxygen desaturation was 'probably' related to the abrupt withdrawal of inomax", there is no evidence of a drug withdrawal in the log. When a cylinder valve closed alarm occurs, the drug continues to be delivered for up to an hour, if the high priority alarm is not addressed. In this event, the hospital cleared the alarm in one minute and thirty-six seconds. Therefore, drug delivery was not interrupted. The desaturation was not caused by the cylinder valve closed alarm. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause of the patient desaturation is undetermined, unrelated to a fault of the device. The device did not stop drug delivery due to the cylinder closed alarm. This condition will be tracked and trended under the company's quality system.

Event description:
On 08-aug-2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a delivery failure with inomax dsir (B)(4). The rt called to report a situation that occurred on (B)(6) 2017 at approximately 22:30 hours with a (B)(6) female experiencing pulmonary hypertension. The reporter stated the dsir was set at 20 ppm and doing "fine", then the dsir alarmed with a "red flashing cylinder and red x on the screen". The reporter was not able to recall the actual alarm message on the screen, only that the screen was "flashing red". The reporter stated she checked all the circuit connections and all seemed correct, when the patient's oxygen saturation began to drop from a baseline value of 85 percent to 39 percent. The reporter stated she immediately began to manually ventilate the patient using the inoblender, set to delivery 30 ppm "no" with an oxygen flow rate of 10 lpm; she then called for a backup dsir. The reporter stated the patients oxygen saturation increased slowly to 60% as she manually ventilated the patient. According to the reporter the patient's oxygen saturation increased to baseline of 88 percent. Inomax delivery continues and the patient is stable at the time of this report. The reporter confirmed 600 psi in the inomax cylinder at the time the alarms occurred and that no other nursing or patient care activities were taking place at the time of the alarm. According to the reporter the oxygen desaturation was "probably" related to the abrupt withdrawal of inomax due to a potential issue with the inomax dsir. She stated the only additional medical intervention performed to address the patient condition was an increase to the fio2 to 100 percent for approximately 90 minutes. The reporter stated the decreased oxygen saturation lasted approximately 25 minutes and resolved back to baseline saturation of 88 percent at approximately 22:55. The reporter also noted the patient's heart rate slowed from the 170's to the 130's but recovered when the oxygen saturation increased. The patient was receiving vasopressin but the reporter did not know what dose and did not have any additional information related to other medications. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.